Event description:
It was reported that the patient was having trouble charging in (B)(6) 2012. The patient had telemetry issues. In (B)(6) 2013, it was noted that the clinician programmer, patient programmer, and recharger were not able to communicate with the patient¿s stimulator. An implantable neurostimulator (ins) overdischarge was suspected. The patient had not felt stimulation since (B)(6) 2012. The device had a power on reset (por) condition that was cleared. In (B)(6) 2015, it was reported that the patient had not charged their device since the last time they got it ¿restarted.¿ prior to getting it restarted the first time they had not charged in a year and a half. At the time they reset the ins in (B)(6) 2013 they only used it for a week and then didn¿t use it based on what their doctor told them was needed for their pain needs. The patient had a burning sensation when recharging. Recharging was severely burning their abdomen and it made their skin really warm to the touch and bright red. These recharging issues had been present since implant. An ins overdischarge was suspected. Health issues and the burning sensation during recharging were the primary reason for overdischarge. No interventions or outcome were reported regarding this event. Further follow-up is being conducted to obtain this information. If additional information is received, a follow-up report will be sent.

Manufacturer narrative:
Concomitant products: product ID: 3998, lot# v010744, implanted: (B)(6) 2006, product type: lead. Product ID: 37742, serial# (B)(4), implanted: (B)(6) 2006, product type: programmer, patient. Product ID: neu_unknown_ext, serial# (B)(4), implanted: (B)(6) 2006, product type: extension. (B)(4).